Event description:
It was reported to medtronic minimed that the customer received a pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. The pump was not recently placed in storage mode or without a battery for more than 8 hours. An error has occurred more than once after a battery change. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed pump error 23 alarms was recorded on 02/05/2026 16:54:11.000. Line=691 file=39. Additionally, critical pump error 15 was found on 02/05/2026 16:54:09.000. Line=442 file=38. Per software engineering log investigation, pump error 15 was triggered during one-minute periodic test due to rf driver (srs_main_rfd) critical area memory corruption. Isolate to electronic assembly. Unit passed displacement test. No pump error 15 noted during testing. No pump error 23 alarm or unexpected restart noted during testing. Battery was removed from pump and monitored for 10 minutes. Unit powered up properly after inserting the battery and no pump error 23 alarms were noted. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. However, moisture damage was found on motor force sensor flex connector. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer¿s allegations of pump error 23 were not confirmed when no pump error alarm 23 was noted during testing. However, critical pump error 25 was noted during download history review. Due to moisture damage and critical pump error, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.